Event description:
It was reported that the pt underwent a pelvic floor repair procedure on (B) (6) 2008. The pt experienced erosion of the vaginal wall and other tissues and infection. The pt has had add'l surgeries, including revision and removal of the mesh on (B) (6) 2008 and (B) (6) 2008. No add'l info was provided at this time.

Manufacturer narrative:
(B) (4). (B) (4) mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.